Event description:
It was reported that cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked the caller through the process, after which the pump did not display the cgm error code again, and the caller successfully started their sensor session.